Event description:
The article, "outcomes of transcatheter edge-to-edge repair versus transcatheter valve replacement with the cardiovalve system for tricuspid regurgitation", was reviewed. This research article is a retrospective single-center experience to evaluate the procedural and short-term clinical outcomes of tricuspid valve transcatheter edge-to-edge repair (t-teer) and transcatheter tricuspid valve replacement (ttvr) in patients with severe tricuspid regurgitation (tr) who were deemed inoperable. The devices included in this study were pascal and triclip. The article concluded that both t-teer and ttvr are effective options to reduce tr. Both procedure show promising results in terms of periprocedural safety when compared to data from tricuspid surgery. T-teer shows a superior safety profile compared to ttvr, while ttvr shows a greater reduction of tr. [The primary and corresponding author was christoph marquetand, department for cardiology, angiology and intensive care medicine, university clinic schleswig-holstein and university heart center luebeck, ratzeburger allee 160, 23538 luebeck, germany, with corresponding e-mail: christoph.marquetand@uksh.de.] This study included patients who underwent either t-teer or ttvr from 01 november 2020 to 31 january 2024. A total of 114 patients were included in the study, of which an unknown amount received an abbott device. The average age for the tricuspid valve transcatheter edge-to-edge repair (t-teer) group was 82 years. The average age of the transcatheter tricuspid valve replacement (ttvr) group was 82.8 years. The majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, atrial fibrillation, chronic pulmonary lung disease, coronary artery disease, renal disease, and pulmonary hypertension.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip delivery system were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, atrial fibrillation, chronic pulmonary lung disease, coronary artery disease, renal disease, and pulmonary hypertension. Complications reported included renal failure, bleeding, unexpected medical intervention (blood transfusion), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.literature attachment: outcomes of transcatheter edge-to-edge repair versus transcatheter valve replacement with the cardiovalve system for tricuspid regurgitationb3: event date was estimatedd4: the UDI number is not known as the part and lot number were not provided.